Manufacturer narrative:
The insulin pump was received with bleeding and cracked lcd glass and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump has missing display segments and a crack on the display. Customer's blood glucose value was 145 mg/dl. The insulin pump was not dropped or bumped and the drive support cap was normal. The device was replaced and returned for analysis.